Manufacturer narrative:
On march 6, 2020, the cr reported that during the anchoring of the stimulators, the implanting clinician severed the stimulator. The implanting clinician believed that trying to remove the fractured stimulator was a greater risk than just leaving the fractured stimulator free floating in the epidural space. On july 10, 2020, cr reported the stimulator fractured at the proximal end where sandshark anchoring system was being deployed, during the implant procedure. The x-rays of this fractured stimulator are available. The implanting clinician has done several scs implant operations but this was the first time the sandshark anchoring system was used. Implanting clinician reported feeling resistance from scar tissue but turned out to be a kink in the stimulator during the anchoring. The patient is currently not receiving adequate therapy from the device. The stimulator was reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a reported fractured stimulator, submitted to the stimwave complaint system on march 6, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue march 3, 2020.